Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU with no issues noted. Resistance was encountered advancing the device and excessive force was used during the delivery attempt. It was reported that difficulties were encountered advancing the stent through the launcher guide catheter and the stent had to be withdrawn. The proximal stent area was reported to be damaged on removal. No patient injury reported.

Manufacturer narrative:
Product analysis: the 8th, 9th, 15th, 16th and 23rd distal stent segments were partially deformed with raised struts. The stent was positioned on the balloon between the marker bands as per specifications. (B)(4).